Event description:
It was reported that: the pt has been having pain off and on in the implanted hip. The pt will call to schedule an MRI, blood work and an office appointment with the surgeon today.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.